Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to obtained to date. Distribution records were reviewed to identify potentials lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported a cassette fluid leak. On (B)(6) 2013, the patient started prophylactic intra-peritoneal antibiotics. The patient's effluent remained clear and the peritoneal fluid culture showed no growth. No further information is available at the time of this report.